Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which was caused by a hole in the transfer set and resulted in peritonitis. The hole in the transfer set (unspecified location) was tapped and reported by the clinical coordinator as caused by the patient (no further detail was provided). The patient reported that they did not know about the hole at the time of performing pd therapy. The peritonitis was manifested by abdominal pain. The patient visited the hospital due to the event, however, it was not reported if the patient was admitted. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, routes, and durations were not reported). It was not reported if the patient was retrained in proper aseptic procedure. No further detail was provided regarding the outcome of the peritonitis event or whether pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.